Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported that the ventilator had an oxygen delivery failure during testing. There was no patient involvement. The service engineer (se) inspected the device. The se found an error code for the oxygen delivery test. The se replaced the exhalation flow sensor. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4:23dec2020. B4: 06jan2021. An air/ exhalation flow sensor was returned for analysis. A visual inspection of the returned component was performed and revealed thermistor and heated film element contamination. An investigation was performed and the product analysis technician reported that the root cause was due to the exhalation flow sensor thermistor rt1 contamination and heated film element contamination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.